Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis observed that the burr was detached from the coil. The coil was stretched prior to the burr separation indicating that force was applied during withdrawal of the device.

Event description:
It was reported that the burr detached. The target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 2.0mm rotalink plus was selected for use. After ablation, resistance was felt when the burr was pulled upon removal and got detached at the boundary between the rotating burr and driveshaft. The detached burr was then removed by inserting a guidezilla and a new wire. The procedure was completed with this device. No complications reported and the patient was good.

Event description:
It was reported that the burr detached. The target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 2.0mm rotalink plus was selected for use. After ablation, resistance was felt when the burr was pulled upon removal and got detached at the boundary between the rotating burr and driveshaft. The detached burr was then removed by inserting a guidezilla and a new wire. The procedure was completed with this device. No complications reported and the patient was good.